Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed a leak at the reservoir assembly for the slidemaker as a result of cut tubing at pinch valve (pv2) (sample aspiration line to slidemaker). The fse replaced tubing at valve (vl2), resolving the leak issue. The fse stated that during verification of the slidemaker, the instrument generated fluid detector (fd7) errors. The fse replaced fluid detector (fd7), resolving the error issue. In addition, upon further inspection of the dried fluid on the instrument, the fse discovered the dried fluid that was noted by the customer was as a result of a worn differential mix chamber waste line that needed replacement. The fse replaced the waste line, resolving the leak and differential vote outs. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 50 mls of bloody fluid leaked underneath the flow cell of the coulter lh 780 hematology analyzer and differential vote outs were obtained. The customer stated that there was evidence of dried fluid on the left hand side of the analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.